Event description:
On november 6, 2006 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ulrasmart meter was not working. The senior medical affairs specialist mailed a letter on november 10, 2006 since the patient/reporter could not be reached. The patient tested prior to the onset of his symptoms and was unable to obtain a result. He administered 70 unit of lantus. After an unspecified amount time later, he started feeling dizzy, had headaches, swelling, and redness in the face. The patient was taken to the emergency services, where a result of 512 mg/dl or 514 mg/dl was obtained on the ER meter. He was administered insulin treatment. It would have been helpful to know how long the patient had been unable to obtain results, when the issue started, his testing frequency, his medication regimen, whether his symptoms were related ot high or low blood, who transported the patient to the ER, possible other health conditions, and diagnosis. The customer care advocate discovered that the patient had been pressing the "m" button to activate the meter and using expired test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test due to use error, administered insulin, developed symptoms, and required insulin treatment at the ER for blood glucose levels of 512 mg/dl or 514 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.